Event description:
Procedure type: laparoscopically assisted vaginal hysterectomy. According to the reporter: the stapler was applied to transect the adnexa. After the firing, when the operator tried to open the jaw, it couldn't be opened. He re-fired and then tried to open the jaw by pulling back the black knob, but the jaw would not still open. He decided to apply bipolar to finish the transection.

Manufacturer narrative:
(B)(4).